Event description:
"Submission of this report by mento h/s is prusuant to the provisions of 21 cfr part 803, but not necessarily required thereby. Mentor h/s expressly denies that any info contained in this report constitutes an admission that the device caused or contributed to a death or serious injury or that the device malfunctioned. Pursuant to part 360i (b) (3), this report shall not be admissible into evidence or otherwise used in any civil action" pursuant to info rec'd from the physician, a spectrum contour post-op adjustable prosthesis 450cc device was rec'd in a box marked for a 350cc spectrum contour post-op adjustable prosthesis. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants"(mentor effective date, february 10, 1992). Any perceived increased in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.